Manufacturer narrative:
(B)(4). Report source : (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: unk femoral, MDR: 0001822565-2021-02567. Unk tibial, MDR: 0001822565-2021-02568.

Event description:
It was reported patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.